Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Block h11: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The media inspection was performed; however, the attached picture did not provide enough information in the document to confirm any issue. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of dehiscence, hematoma, and hemorrhage were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) presented with drainage from the incision site. The physician observed clear, bloody drainage and placed a dressing. At a follow up appointment, it was noted that there was an open area on the incision approximately 1.5 cm long and a few millimeters deep. It was decided to take the patient to surgery and irrigate the pocket and check for infection. Oral antibiotics started at this time. There were no signs of infection or purulent drainage. There was a hematoma under the ins. The battery was explanted and the lead was left in place. There were no additional patient complications.